Event description:
It was reported that an alert was received for 'check shock lead.' Boston scientific technical services (ts) was called for information, and although shock impedances had historically been within normal limits, ts concluded that high out of range shock impedances had to be the cause for the alert. The physician will continue to monitor. The device and right ventricular (rv) lead remain in service. No adverse patient effects were reported.